Event description:
Reporter stated that customer received the following results on the aviva system within 3 minutes: 355 mg/dl (strip lot 493619) and 161 mg/dl (strip lot 493661). Results were obtained using different strip lots. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for strip lot 493661. (B)(4).